Manufacturer narrative:
Pump passed the self test and displacement test. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor. Pump received with fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm during self test and it was cleared. The customer stated that the label was worn off and serial number was hard to read. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.